Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: command es 300cm; guiding catheter: cxi stent catheter. The device was returned for evaluation and the reported difficulty inflating was not confirmed. The reported difficulty advancing with the guiding catheter could not be replicated as it was based on case circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a non-abbott catheter could not be advanced beyond the middle portion of the heavily calcified tibial artery. The catheter was removed and replaced with the armada 14xt 1.5x20mm balloon catheter. However, due to the heavily calcified segment of the artery, the armada catheter also could not be advanced. The armada balloon was then attempted to be inflated, but it could only be partially inflated. A second attempt to inflate the balloon was unsuccessful. The catheter was removed. There were no kinks, bends or tears observed on the device. There was no leakage or damage detected to the balloon. No further treatment was performed. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.